Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The pump was received with intermittent button response on the escape, act, up arrow and down arrow buttons due to flattened dome switches. The lcd board was not unlocked. The pump was received with minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window. (B)(4) .

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she received a replacement pump about 2 months ago and the buttons are hard to push. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.